Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump clock battery was overdue and had a display error 1260. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the downstream occlusion (dso) sensor. The event history log was unable to be downloaded due error code 1260 on the display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.